Manufacturer narrative:
The complainant reported that two wing lock pedicle screwdrivers were damaged during surgery. There were no reported patient complications. The following MDR numbers are associated with this event. 3005031160-2019-00037. The visual assessment of the screwdriver showed an instrument with repeated use. The thread detail at the distal tip of the screwdriver was fractured off. A functionality assessment could not be performed due to the damage to the pedicle screw driver. The square thread detail in the driver could break if the user over-torqued the handle attached to the driver while not in the neutral position or if the pedicle screw was not loaded properly. Over torquing the handle attached to the driver while not in a neutral position transfers force to the interface of the driver threads and the pedicle screw threads, which may result in a driver malfunction. In the applicable surgical technique guide, there is a note that states, "if the user turns the driver with high torque force without placing the handle in the neutral position, this could cause considerable damage to the threads including causing them to break off completely." Proper pedicle screw loading prevents screw toggle while under lateral forces. If the pedicle screw is not loaded on the driver properly, the lateral forces are transferred to the square thread detail and can result in a malfunction. A DHR review was performed for the screw driver, the device met all required specifications prior to being released on (B)(6) 2014.

Event description:
The complainant reported that two wing lock pedicle screwdrivers were damaged during surgery. There were no reported patient complications. The following MDR numbers are associated with this event. 3005031160-2019-00037.